Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The user reported an event where the cgm showed results that are different from glucometer measurements. Multiple follow up attempts were made to contact the user for providing assistance. However, the user remained unresponsive. The case was escalated to next level support for additional review of the dms data, which did not reveal any abnormalities. The system is working within expectations and overall bg values met sg trends well. User will be assisted further if they contact customer care back. No further actions were found necessary for this complaint.

Event description:
Senseonics was made aware of an incident where reported inaccuracy in sensor readings. No injury or medical intervention was reported.